Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va09r2j, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the infection was at the incision site in the patient's right buttock. The signs or symptoms the patient was experiencing was unknown. It was unknown if a culture was done. After the device was explanted, the wound was packed twice a day. The patient was seen on (B)(6) 2013 and the wound did not need to be packed anymore and was almost healed. It was stated the patient was doing fine. It was indicated the patient was to come back to the doctor in six months where the doctor would assess the patient's retention. No further information was provided.

Event description:
It was reported that the patient¿s entire system was removed 12 days after implant due to infection. Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va09r2j, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).